Event description:
Customer called to report that the insulin pump alarmed no delivery during the bolus procedure. Customer stated that she took her reservoir out and the insulin was gelled. Customer's blood glucose reading was around 200 mg/dl. Customer reports insulin exits with the manual prime. Explained that the no delivery alarm was caused by a set/reservoir occlusion. Advised customer that the insulin pump is working as designed. Product is not being replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.